Manufacturer narrative:
Available information indicates the products were not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was hospitalized for a lead revision procedure. The right atrial (ra) and right ventricular (rv) leads had dislodged due to twiddlers syndrome. Before the revision procedure could be performed, the patient had hemoptysis (coughing up blood) and after presented in respiratory arrest and then cardiac arrest. Shortly thereafter, the patient died. The cause of the hemoptysis was not determined. A request was made for the field representative to obtain x-rays verifying the position of the dislodged leads and to learn of any comorbidities the patient had. At this time, it could not be determined whether the dislodged leads had caused or contributed to the patient's death.